Manufacturer narrative:
The incident has been reported to the MFR on 03/16/2011. Results of analysis will be developed in a f/u report.

Event description:
An sm8a-2010 was implanted on (B)(6) 2006. In (B)(6) 2010, the pressure setting was lowered because the pt suffered from the dilated ventricle. In (B)(6) 2011, the dilated ventricle was found to have remained, not improved. The doctor could not see the distal catheter under x-ray. On (B)(6) 2011, the valve was explanted. The distal catheter was found in the abdominal cavity under x-ray. The doctor did not take it out.